Manufacturer narrative:
Product event summary: the full lead was returned. Analysis found that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that at the implant procedure, the lead helix would not fully extend. The lead was removed from the body and an attempt was made to extend the helix; however, the helix would not extend fully even after 30 turns. It was noted that the physician thought that the tortuous anatomy of the patient may have led to the failure of the helix mechanism. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.